Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a distributor via email that for an ar-2324bcctt, suture anchor, biocomposite swivelock® c vented 4.75 x 19.1 mm, with tig ertape® loop suture (white/black), the screw thread was deformed in 73 y/o female. This was detected during use in a rct repair case on (B)(6) 2025. The procedure was completed successfully as an additional swivelock was used. Ar-1927pb was used to make the insertion socket. No fragment was left inside the patient. Bone density test was not performed.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality was not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.